Manufacturer narrative:
G4:30mar2021. B4:04apr2021. The medical engineer(me) evaluated the unit and confirmed the complaint. The lithium-ion battery and cpu board were replaced by the me. The phenomenon was resolved and unit returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The battery was confirmed to be over 5 years old. The v60 service and user manuals indicate that the battery should be replaced every 5 years as part of the preventive maintenance procedure. Based on this information, the reported failure occurred due to user error and not a device malfunction.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer reported the device does not operate on the battery. There was no patient involvement.